Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine follow-up. The patient¿s device had previously been programmed to vvi after a vibratory alert for low pacing impedance was received. During the follow-up, it was noted that the atrial lead impedance was within normal range. The atrial lead was turned back on and the threshold was checked per physician request. During the check, high threshold and oversensing was observed. Per physician request, the atrial lead was turned back off and lead revision was discussed. The patient was stable before, during, and after the check.

Manufacturer narrative:
Additional information: as received, a complete lead was returned for analysis measuring 46.2 cm. During electrical testing, the lead failed the hi-pot test. Destructive analysis was performed, and visual inspection found an abrasion breaching the inner insulation at 18.9 cm to 19.2 cm from the connector pin. The cause of the reported events was isolated to the inner insulation abrasion.

Event description:
New information received notes that the lead was explanted and replaced. The patient tolerated the procedure fine and was sent home.